Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event as well as patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists right heart failure and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device operated as expected. The patient had mild systolic dysfunction of the right ventricle at the time of the implant in 2017.

Event description:
It was reported that the patient passed was terminally ill and passed away do to right ventricular failure. The outcome was not considered device or therapy related.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: 4868 ¿ hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.